Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that the system intermittently locked-up and displayed a communication error message during a case. The case was completed with an alternate system. There is no report of pt injury.